Manufacturer narrative:
Follow-up #1: date of submission: 09/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: during investigation, all the keypad buttons responded appropriately. No physical damage was found to the keypad. The keypad was removed to find no contamination or moisture. Moisture was visible through the display lens. A leak test was performed and passed due to no leaks being detected. The pump was opened to find moisture near the keypad flex connector and throughout the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display and behind the infared communication window. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.